Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio performed an initial evaluation of the customer's device and was unable to duplicate the reported issue but the device electronic download data was reviewed and it was verified that the device reset. However, the cause of the issue was not confirmed during the initial evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report of, "unit will power off during a code". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient harm associated to this event.

Manufacturer narrative:
The reported issue was able to be verified and unable to be duplicated. Root cause is unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report of, "unit will power off during a code". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient harm associated to this event.